Event description:
It was reported that the charging port was damaged, making charger difficult to connect. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, no additional troubleshooting was performed, and customer was noted to be out of warranty and already in process of obtaining replacement device, so no further action was taken.